Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, a type ib endoleak was detected by CT and confirmed by angiogram. The physician plans to re-intervene with an ovation device on (B)(6) "208". There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: type ib endoleak from the left common iliac artery and secondary endovascular procedure. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.

Event description:
Additional information received confirming that the physician elected to treat the patient by implanting an ovation ix extender device on (B)(6) 2018.